Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cr impactor pad broke while the femur was being impacted. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained. Surgery was completed with a second device. Attempts have been made and no further information has been provided.